Event description:
The physician reported during an aneurysm embolization the detachable coil became stuck in the sheath and was unable to be pushed out. The physician used another similar device to complete the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further evaluation. The device was returned with a few damages, including the stretched coil, and main coil breakage. These damages were sustained by the main junction section of the coil being pulled into the twist lock section of the introducer sheath. A review of the device history record (DHR) was performed on a batch that the suspect device came from. No issues or discrepancies were found. The DHR review showed that this device met all required specifications. Boston scientific measured the dimensions of the suspect device and it met all specification excluding the primary coil length due to the stretch. Boston scientific could not conduct a functional test due to the coil damage. Because the functional test could not be performed with the suspect coil, boston scientific was unable to conclusively determine the cause of the user's experience. The root cause remains unknown.